Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 5.1 and 5.2 on the auxiliary were not detected on bus. A field service engineer (fse) shut down the station, opened the back panel and drawer, tested the controller boards with a multimeter, and identified drawer 5.2 as the source of the issue. Both the module interface board and drawer controller board were replaced, the drawer and panel were reassembled, the station was powered on, and the drawer was successfully recovered. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, device was not communicating and required maintenance. The customer stated that they tried to reboot and recover but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.